Event description:
While performing a bone marrow biopsy on the pt, the bone marrow biopsy needle collapsed in on itself. The needle was thoroughly inspected and appeared to be faulty. A new biopsy needle had to be used, resulting in the pt being exposed a third time. This is thought to be a manufacturing defect.